Manufacturer narrative:
Internal complaint reference: (B)(4). Mastel, m., boisvert, a., moore, r., sutherland, f., & powell, j. (2022). Metallosis following hip arthroplasty: two case reports. Journal of medical case reports, 16(1), 1-9. Doi: doi.org/10.1186/s13256-022-03336-4.

Event description:
It was reported that in the literature review "metallosis after hip arthroplasty: two case reports", 1 patient suffered 2 dislocations (unknown in which implants) the first 8 years later and the second 9 years and 7 months later of the right initial r3-tha surgery. At the time of the second dislocation, radiographs suggested radiolucency in the greater trochanter and soft tissue darkening and mineralization anterior to the joint. MRI imaging revealed complex multiloculated fluid collections suggesting an extensive pseudotumor. Six weeks after confirmation of pseudotumor, the patient underwent complete excision of the pseudotumor followed by revision of right r3-tha and reconstruction of the abductor mechanism. During revision surgery, trunnion wear with black deposits on the femoral neck was observed. At 6 weeks follow-up patient was recovering well. There's no more available info.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation and the reported event could not be confirmed. The clinical/medical investigation concluded that, per the complaint details, no further information is available. Consequently, without clinically relevant patient-specific supporting documentation, a thorough medical investigation could not be performed. The images provided in the article have been interpreted within the text; therefore, no further analysis of the images is required. The root cause and/or patient outcome beyond that which was documented in the article could not be confirmed nor concluded; therefore, no further medical assessment is warranted at this time. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Possible causes could include but not limited to traumatic injury, patient anatomy, abnormal loading of limb and and/or patient condition. The contribution of the device to the reported event could not be corroborated. Based on this investigation, the need for corrective action is not indicated. Without the return of the actual product involved, our investigation could not proceed. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed